Event description:
The ICD was later returned to the manufacturer for analysis.

Event description:
The ICD was later explanted and returned to the manufacturer for analysis.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had fast depletion. During follow up the battery was already at 2.67v (volts) while the implantable cardioverter defibrillator (ICD) delivered only one shock and there was minimal pacing. Technical services (ts) indicated that the battery trend indicated an issue with the remote monitor. No information was available regarding the monitor and it was suggested that it may be unplugged and needed to wait until the next patient follow up. Both the ICD and monitor are still in use. The patient will be followed normally. No patient complications have been reported as a result of this event.